Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding between the apical cuff and the pump¿s inflow cannula could not be confirmed, and a specific cause for the reported bleeding could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that during implant, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after the pump was locked into place, a small amount of apical seal bleeding was noted. An umbilical tape was tied around the inflow cannula to foll the space and stop the bleeding. The patient was recovering in the intensive care unit (ICU).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.